Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event, information. Further information was requested but not received.

Event description:
It was reported an infection was present at the ipg site and also redness around the site. As such surgical intervention took place on (B)(6) 2023 and the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.